Event description:
It was reported the pt was recharging more frequently than expected. Impedance checks revealed that electrode 1 and 3 had impedance readings of less than 50 ohms. This caused a short circuit, increasing the current consumption resulting in the battery discharging faster than normal. The pt's device was reprogrammed around the noted short circuit resulting in adequate pain coverage. A follow-up report will be submitted if additional info becomes available.